Manufacturer narrative:
Other relevant device: product ID: 8253200rf, serial/lot #: (B)(4). Analysis found that the customer's complaint of intermittent noise and volume spiking loud could not be confirmed on the mainframe and interface devices. There was no fault found. The mainframe and interface was tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the mainframe and the interface had intermittent noise and the volume spiking loud during the procedure. There was continuous spiking over 200 on the mentalis lead. There was no patient or staff impact.